Manufacturer narrative:
The tandem t:slim pump user guide indicates to use only use u-100 insulin, as any lesser or greater concentration can result in serious health consequences. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms. Reportedly, u-500 insulin was being used in the cartridge. The customer reported a blood glucose level of 500 (mg/dl) with high level of ketones, which was addressed with a correction bolus. Additionally, the customer consumed water to address ketones. Reportedly, the customer's health care provider (hcp) identified the ketone level as dangerous/life threatening. As the occlusions had occurred in the past, tandem technical support was unable to troubleshoot to determine a possible cause of the occlusions.